Manufacturer narrative:
Concomitant products: product ID 3708140, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 37752, serial # (B)(4), product type recharger; product ID 3776-60, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 3776-60, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 37743, serial # (B)(4), product type programmer, patient. (B)(4)

Event description:
It was reported that the patient experienced "all kinds of pain" throughout her body after using a microcurrent facial system. The patient only used it on her face but felt pain all over including her lower back. The patient's stated that her leads went all the way up her back to her neck area, but she did not use the microcurrent facial system on her neck. The patient reported she was also out doing errands the day of the symptoms and took two percocet that day along with her butan pain patch. The patient noted that overall she was pleased with the pain relief she received from her device and could now walk without a cane. The patient also noted she believed her programming needed to be "tweaked." Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).